Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the implantable neurostimulator (ins) not being seated correctly, the patient said none of the healthcare providers (hcp) ever gave the patient an answer as to how this occurred or how the leads became detached. Recently, the hcps hinted at ins defects. When asked what were the circumstances that led to the nerve damage, the patient said they were being shocked soon after the ins was implanted. The issue worsened and became more widespread throughout the body. After deciding to remove the ins, the patient said they were still feeling the effects. They added that they are now disabled and their activity level has completely changed. The patient does not know the return status of the ins; they were never told about what happened after it was sent to pathology. When asked if the implantable neurostimulator (ins) would be returned for analysis, the patient said, ¿misfunctioning right sided sacral nerve stimulator sent down to pathology and the leads too after discovering the ins was not seated properly and two leads were detached.¿ recently, the patient was told it was defective and most like ly the cause of the medical issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device was explanted on (B)(6) 2016 and they have permanent nerve damage. Patient is alleging the ins caused them to be permanently disabled, they are in constant pain, and they can't sit on the toilet. The patient further said they can't walk too far and their legs quiver constantly. Patient reported an "electrocution" sensation in the groin for a year. They also said the healthcare provider (hcp) who explanted the device told the patient the ins was not seated correctly. The orthopedic hcp told the patient all of their nerve damage was caused by the ins. The patient is looking for reimbursement because they were "permanently injured" due to the ins. No further patient complications have been reported as a result of this event.